Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 (describe event or problem) and block h6 (patient codes, impact codes) have been updated based on the additional information received on july 7, 2025. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6). 2025. During the procedure, the ligature band fell off the patient. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. Therapeutic measures were taken, and a new ligation device was re-installed. The patient had bleeding and caused a damage to the tissue due to the device malfunction. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the ligature band fell off the patient. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block d4 (lot number) has been updated based on the additional information received on october 29, 2025. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf impact code f2202 captures the reportable event of additional colonoscopy procedures. Block h11: the speedband superview super 7 was analyzed, and upon visual inspection, it was observed that the slack had not been taken up. Additionally, the handle showed signs that the trip wire was not properly secured to the post. Please note that the ligator housing was not returned for analysis. A photo is attached where it's possible to see that the slack was not taken up. No other problems with the device were noted from the photo. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." Additionally, the reported patient code, "hemorrhage, major" in rectum, is not listed in the IFU. Since the ligator housing was not returned and there is no evidence indicating that the bands detached from the varix, the most probable cause of the reported issue cannot be determined. Without a proper evaluation of the device, any potential contributing factors remain unknown. Therefore, this reported issue is classified as cause not established. The patient code "hemorrhage, major" was applied. A labeling review confirmed that this code is not listed among the adverse events in the IFU. To address this discrepancy, internal actions were initiated. As part of the CAPA implementation activities, a new version of the IFU was released to include "hemorrhage," "tissue damage," and "pain" in the adverse events section of the instructions for use. Therefore, this issue will be classified as a "known inherent risk of the device." The impact code initially reported as "endoscopic procedure" will be reclassified as "adverse event related to procedure," as the adverse events were a result of issues encountered during the procedure. Based on the compiled information from this investigation, the most probable cause is determined to be "known inherent risk of device".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. The ligature band fell off the patient post procedure in the evening. The patient experienced bleeding during defecation; a colonoscopy procedure was performed for ligation. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 (describe event or problem) and block h6 (patient codes, impact codes) have been updated based on the additional information received on july 7, 2025. Block h2 (correction): block b1 (adverse event/product problem), block b5 (describe event or problem), block h1 (type of reportable event) and block h6 (impact codes) have been updated based on the information that was identified on august 22, 2025. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf impact code f2202 captures the reportable event of additional colonoscopy procedures. Block h11: the speedband superview super 7 was analyzed, and visual inspection revealed that the slack had not been taken up. Additionally, the handle showed signs that the trip wire was not properly secured to the post. The device was manufactured on 10/11/2023 and expired on 10/10/2024. However, it was used by the physician on (B)(6) 2025, which is beyond its expiration date. Please note that the ligator housing was not returned for analysis. A photo is attached, showing that the slack was not taken up. No other issues with the device were observed in the photo. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the slack wasn't taken up from the handle slot; however, the IFU states, "take up slack by pulling proximal end of trip wire on handle unit." Additionally, the reported patient code, "hemorrhage, major" in rectum, is not listed in the IFU. Since the ligator housing was not returned and there is no evidence indicating that the bands detached from the varix, the most probable cause of the reported issue cannot be determined. Without a proper evaluation of the device, any potential contributing factors remain unknown. Therefore, this reported issue is classified as cause not established. The patient code "hemorrhage, major" was applied. A labeling review confirmed that this code is not listed among the adverse events in the IFU. To address this discrepancy, internal actions have been initiated. The impact code initially reported as "endoscopic procedure" will be reclassified as "adverse event related to procedure," as the adverse events were a result of issues encountered during the procedure. Based on the compiled information from this investigation, the most probable cause is determined to be "cause traced to labeling."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. The ligature band fell off the patient post procedure in the evening. The patient experienced bleeding during defecation; a colonoscopy procedure was performed for ligation. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this device was used beyond its expiration date and should be flagged accordingly in the instructions for use (IFU).

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h2 (additional information): block b5 (describe event or problem) and block h6 (patient codes, impact codes) have been updated based on the additional information received on july 7, 2025. Block h2 (correction): block b1 (adverse event/product problem), block b5 (describe event or problem), block h1 (type of reportable event) and block h6 (impact codes) have been updated based on the information that was identified on august 22, 2025. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Imdrf patient code e0506 captures the reportable event of bleeding. Imdrf patient code e2015 captures the reportable event of tissue damage. Imdrf impact code f2202 captures the reportable event of additional colonoscopy procedures.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. The ligature band fell off the patient post procedure in the evening. The patient experienced bleeding during defecation; a colonoscopy procedure was performed for ligation. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this device was used beyond its expiration date and should be flagged accordingly in the instructions for use (IFU).